Manufacturer narrative:
Drive support disk was inspected and no anomaly was noted. Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected prime/fill anomaly noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the drive support cap was damaged. The customer¿s blood glucose level was 300 mg/dl at the time of incident. The customer¿s current blood glucose value was 256 mg/dl. The customer experienced nausea due to high blood glucose. The customer treated high blood glucose with manual injection and bolus. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The drive support cap was flush. Based on customer report customer did not allege pump was under delivering. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The insulin pump will be returned for analysis.